Event description:
It was reported that during advancement of the coil through the microcatheter, it detached. The coil remained in the microcatheter and the physician removed both together as a unit from the patient's body. There were no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The main coil was not returned. Analysis of the returned pusher wire revealed that the main coil broke away from the pusher wire distal to the inner coil. In addition, the pusher wire was found kinked at 18, 19, and 23cm from the proximal end. Information available indicated that the device was confirmed to be in good condition prior to use. Based analysis and information available, it is probable that handling of the device during use contributed to the reported issue and damages observed to the pusher wire. Therefore a root cause of handling damage which is related to a human factor will be assigned to this investigation.

Event description:
It was reported that during advancement of the coil through the microcatheter, it detached. The coil remained in the microcatheter and the physician removed both together as a unit from the patient's body. There were no clinical consequences reported to the patient.